Manufacturer narrative:
Device destroyed and disposed of at the hospital. No device evaluation is possible. Device history record review was completed and no issues found.

Event description:
After we started the first freeze, it was noticed that ice was continuing up the shaft past the 5 cm mark. The procedure was stopped and the physician made aware of the issue. He chose to continue freezing using this probe. The probe did not frost through the skin. There was no frosting about 1 cm from the probe shaft to the abdominal wall (internal). There was frosting about 1 cm from the patient's skin (external) all the way to the handle. There did not appear to be any injury around the skin upon completion. The probe was unfortunately destroyed and thrown into the sharps container. A healthtronics clinical education specialist was present during the time of the malfunction.